Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, 1 opening assessed, as surgical damage. Delamination observed assessed, as adhesive failure. As per the investigation procedure: wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side "device rupture" of a saline device. Device was explanted and replaced.

Event description:
Healthcare professional reported left side "device rupture" of a saline device. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "device rupture" of a saline device. Continued e1 phone number: +(B)(6).